Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed mode switching episodes due to atrial lead noise. Investigation indicated that the noise was due to electromagnetic interference. The patient was asymptomatic. The physician elected to continue monitoring the patient.